Manufacturer narrative:
The customer reported that their site experienced a power loss after which the central nurse's station (cns) rebooted on its own. The related war room rns is also displaying communication loss. No harm or injury was reported. Attempt #1: on 08/18/2021 emailed customer via (B)(6) for all items under the no information section. No reply was received. Attempt #2: on 08/25/2021 emailed customer via (B)(6) for all items under the no information section. The customer replied that this information is unknown. Additional device information: concomitant medical device: the following device was used in conjunction with the cns: rns: model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their site experienced a power loss after which the central nurse's station (cns) rebooted on its own. The related war room rns is also displaying communication loss. No harm or injury was reported.